Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the last couple times they charged their implant the implant would only go to 80% and then the controller would say finished. Patient stated that they reset the controller but that didn't resolve the issue. Patient also stated that it was very hard and touchy to get the recharger on the right spot to charge the implant. The issue began a couple weeks ago. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed 100% and implant 80%. Agent instructed patient to start a charge session; controller showed no device found. Patient repositioned the antenna and then saw recharging excellent and then terminated. The issue was not resolved. A request was sent to the repair department to replace the recharger. Nosymptoms were reported.patient called back stating shes still having issues charging. During the call patient continued to see poor charge quality however during call was seeing excellent at one point. Patient and caller were upset that they just wanted a battery pack. Agent reviewed and advised sending a controller or battery may not help. Agent sent request to repair for controller to rule that out. Patient called back and stated that they had received the replacement controller but software problem (1-intellis, 2-3.6, 3-245, 4-ensinterfacesm.c) appeared while recharging the implant. Agent had patient reset the controller. Agent then walked patient through recharging the implant. Patient was able to see the battery screen with the controller at 80% and the implant at 80%, recharging in excellent. The troubleshooting steps taken resolved the issue. Patient will call back if further assistance is needed. Patient called back and mentioned they were ready to cry because their old recharger worked better than the replacement recharger and the quality was intermittent. Agent advised patient to grab the replacement recharger and replacement controller. Patient denied recent falls, accidents, or changes in weight. During the call agent reviewed best charging practices. Patient had their belt on and the solid part of the paddle was placed over the implant. Controller was at 50% and implant was at 90%. Patient was sitting up while charging their implant. The quality was still intermittent and light was going from orange to green and patient was sitting up and staying still. Agent redirected patient to their hcp if the replacement recharger still didn't resolve the issue. Agent closed case. Patient called back regarding issue in this case. Patient said they've been sent 2 replacement rechargers and a replacement controller, but they seemed to work worse than patient's original equipment and just weren't working, so patient said they were just going to keep their original equipment and send back the replacements they received. Patient wanted to call to let medtronic know. Patient also said their next move will be to see a doctor in st. Augustine about the issue as their previous doctor moved.